Event description:
It was reported that the user found it "impossible to start the device". Further information was provided that "the defibrillator does not turn on, the status light shows a red cross, the charging module (m3539a) makes a loud sound, and the battery does not charge." There was reportedly no patient involvement.